Event description:
Patient with heartmate ii left ventricular assist device (lvad) for 52 months presents with vad alarms, pump stops. Review of waveforms confirmed driveline fracture. Splice repair of the external driveline was performed by device company technician at that time. Patient was successfully discharged from the hospital without further procedures. Manufacturer response for heartmate ii, heartmate ii (per site reporter): manufacturer assisted with diagnosis of the problem and completed the driveline splice at the hospital.